Manufacturer narrative:
Follow-up #1: date of submission 01/31/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 01/18/2014 with the following findings: the keypad was intact; no damage was observed. The keypad symbols were worn, which had no effect on insulin delivery function. The up arrow button was found to be intermittently unresponsive during testing. The down arrow, ok and contrast buttons responded properly. The keypad cover was removed and there was evidence of contamination found under the up arrow and contrast button contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons had a delayed response and required multiple firm presses to elicit a response. It was noted that the symbols were worn off all of the buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.